Manufacturer narrative:
The additional device referenced in b5 are filed under separate medwatch report number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (cds from sgc) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. N/a.

Event description:
This is being filed to report the difficulty removing the cds. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 2-3. When advancing the steerable guide catheter (sgc) to the left atrium (la), it advanced too deep and went near the pulmonary vein (pv) entrance. Bleeding was noted from the trachea. Positive end expiratory pressure (peep) was applied and the procedure continued. Per the physician, the bleeding from the trachea was not caused by the sgc. The clip delivery system (cds) was advanced however resistance was met. Echo imaging noted the sgc seems to be missing in the right atrium (ra) even though cds is tried to be replaced. Resistance was met pulling the cds into the sgc; however when the cds was pulled on, the tension was released and the sgc re-entered the la. The cds was removed from the patient. A new cds was used and the clip implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.